Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a trilogy 100 device's sound abatement foam. The manufacturer received information alleging visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint "particles verified in airpath" was confirmed. In addition of the above evaluation the device's lcd display was blank and display needs to be replaced. No repair was performed. The unit will be scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a trilogy 100 device's sound abatement foam. The manufacturer received information alleging visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.